Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the liquid crystal display (lcd) on the roller pump was turned off. The user said the pump could not be controlled by central control monitor (ccm) the first time. The user pulled out and reconnected the power line, and were able to control the pump by the ccm after that. The lcd still did not work. The roller pump was being used as a cardioplegia pump. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the subsidiary associate, the product might be repaired at the manufacturing engineering center (mec) site. We are going to order part for the pump.